Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer was at the hospital to get a mammogram and she had blood drawn at the laboratory while she was there. The results from her meter had been within range, but her physician wanted her to compare her meter results to the laboratory. The result from the dade innovin method at the laboratory was 1.9 inr at 10:00 a.m. The customer increased her warfarin/coumadin dosage based on the laboratory result of 1.9 inr. At some time after 3:00 p.m. That day (within 7 hours of the laboratory draw) the result from the customer¿s meter was 2.5 inr. The customer¿s physician did not think the result of 2.5 inr was correct. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. There was no allegation that an adverse event occurred. The customer is fine and in stable condition. The customer is not anemic, has no antiphospholipid antibodies and is not on heparin or direct thrombin inhibitors. The customer stated her warfarin/coumadin dosages change frequently. Her current dosage is 6 mgs. The customer is not taking any new medications, has had no diet changes, no illnesses and no bleeding or bruising. The meter and strips were requested for investigation. The customer returned the meter and strips. The returned meter & strips were tested in comparison to a retention meter & master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.2 inr, donor #2 inr: 2.2 inr. Donor #1 hct: 33%, donor #2 hct: 40%. Donor #1: master lot: 3.2 inr, donor #1: customer¿s strips and meter: 3.2 inr. Donor #2: master lot: 2.2 inr, donor #2: customer¿s strips and meter: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 124157-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed within specification.